Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. This was discovered via the latitude monitoring system. After the shock, the signal cleared up. Technical services discussed some programming options. The clinic will bring the patient in for testing. There were no additional adverse patient effects. The system remains implanted.